Event description:
According to the reporter, during an open total hepatectomy and splenectomy to the patient with hepatic cancer and had undergone chemotherapy or radiation treatments, in stapling the liver, on two reloads, the surgeon was able to pressed the green button and squeezed the handle. However, the devices did not fire. There were also a problem unloading the devices.  To resolve the issue, a new handle and reload was used. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: egiaustnd endogia ultra univ std stap (lot#: p2e0319); tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n1g0252y). If information is provided in the future, a supplemental report will be issued.